Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6) additionally, a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. Analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 8". The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in pump flow consistent with the patient¿s outcome. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, "patient care and management," lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the IFU and handbook contain information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a flow of 0.0 lpm for more than 12 hours. Lytics was infused and all parameters returned to baseline. Log file review revealed low flow hazard alarms with stagnant calculated pulsatility index (pi) between (B)(6) 2024 at 10:39pm until (B)(6) 2024 at 07:41am. The estimated pump flow appeared to have recovered which resolved the low flow alarms. There were no unusual rotor or pump faults seen in the log files. An emergency backup battery (ebb) fault occurred because the ebb was at the end of service life and needed to be replaced. The patient then suffered a stroke and cardiac arrest related to a pump thrombosis event. The patient passed away on (B)(6) 2024.